Event description:
A customer obtained elevated tropi results with a quality control fluid. A falsey elevated troponin I result could lead to inappropriate physician action. There was no report of pt harm as a result of this event.